Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during ventricle lead revision, an insulation anomaly was noted on the atrial lead. The lead was explanted and replaced. The patient was fine during and post procedure